Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the issue was resolved and the customer resumed insulin therapy. Customer¿s blood glucose value was between 70-200 mg/dl.